Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The evaluation revealed that the returned implant has normal wear patterns on the articulating surface. Furthermore, damages were observed on the a (articulating) surface, and b and c (non-articulating) surfaces which were most likely caused during the extraction of the implant. At the current time the cause of the event cannot be determined. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2014 a patient underwent a bilateral tka procedure. On (B)(6) 2016 the surgeon performed a right knee patelloplasty/bearing exchange revision procedure. During the revision procedure the surgeon explanted the bearing implant ar-503-bg12, lot 77941245. The following parts were implanted during the revision: bearing implant ar-513-bg13, lot 113601335 and patella implant ar-504-psc9, lot 132581609. Revision was due to patient pain.